Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a substandard peritoneal dialysis environment. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) cephalosporin (dose, frequency, duration not reported) and an unspecified ip anti-inflammatory drug (dose, frequency, duration not reported) for the event. At the time of this report, the patient has recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined follow up.